Event description:
Customer reported that pump battery depletes too fast. There was no reported impact to the customer's blood glucose level. Customer declined troubleshooting, and no additional actions were taken.